Manufacturer narrative:
The customer contacted a siemens customer care center and stated that while performing troubleshooting they determined that the sample in question had other tumor markers scheduled for processing and the advia centaur xp system flagged the assays with sample integrity error and clot detected at data management system level. All the other assays in the same work order were flagged except for the discordant ca19-9. The cause of the discordant, falsely low ca 19-9 result on one patient sample is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely low cancer antigen 19-9 (ca 19-9) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on an alternate advia centaur xp instrument and the results were above the analytical measurement range. The sample was then diluted with a dilution factor of 1:10 and run on the original instrument, resulting higher. The result obtained upon the dilution run on the original instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low ca 19-9 result.

Manufacturer narrative:
The initial MDR 2432235-2017-00510 was filed on september 13, 2017. Additional information (09/14/2017): a siemens customer care center specialist determined that this was an isolated event. The system is working correctly, with no other issues. Quality control and calibration were within acceptable range. A siemens headquarters support center specialist reviewed the event data and concluded that the issue may have been related to the sample quality. The cause of the discordant, falsely low ca 19-9 result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.